Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type product ID: tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external device. The patient reported that they used to deliver a bolus relatively quickly but now it takes almost 10 minutes to do it. Patient stated they received a new communicator not long ago and ever since they got the new communicator it seemed like it was getting slower and slower. Patient stated they get 6 bolus a day but did not use all 6. Patient stated he loves his therapy and healthcare provider . Agent asked if this had been going on prior to getting the new communicator and patient said a little prior to that but it had done it more since getting the communicator. Patient said usually when they get the pump filled it does it immediately and then it would get up to 90% and it would sit there for probably 4-5 minutes before it gets to the screen that it was communicating but it was stuck on 90%. Patient mentioned 'he was ocd about certain things and knows the blue light is there and it just sits there so he knows it is talking to each other but it never did that before'. Patient stated they always close out of all the applications. Patient service reviewed device function and the 90% lag time. Agent re viewed closing out all apps after using the handset. The issue was not resolved through troubleshooting. Additional information was received from the patient who reported that they were frustrated with the 90% lag when trying to bolus. The patient boluses 6x day. The agent reviewed how to delete the data. The patient would call back if he needs further assistance. Additional information was received from a consumer (con) stated that the patient reached out to review how to clear the data on the handset. The agent reviewed and the patient was able to successfully clear the data.